Event description:
It was reported the device had a flow rate problem. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, scratched lcd lens, and a damaged battery compartment. Functional testing was able to verify and duplicate the reported problem. It was determined that the expulsor was the root cause and was sanded down. The service history review identified no indication that the complaint was related to a service of the device within the review period.